Manufacturer narrative:
Insulin pump visual inspection: device had a scratched case, cracked case battery tube side and a pillowing keypad overlay. Insulin pump summary analysis: unit passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.08745 inches.

Manufacturer narrative:
Device had a scratched case, cracked case battery tube side and a pillowing keypad overlay. Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test. The information provided that the date of event with the initial report was incorrect. The correct information has been included with this report.

Event description:
Incident date has been changed to (B)(6) 2018.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s attorney reported via a correspondence letter that the customer was in a diabetic comatose. It was not specified if the diabetic comatose was due to a low blood glucose or a high blood glucose. No further details were provided. The device will not be returned for analysis.

Manufacturer narrative:
The initial report or supplemental report had the incorrect aware date. The correct aware date is (B)(4) 2018.